Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 1 of 3: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 patient sample exhibited lower aptt results than expected. The result was reported to the healthcare provider and patient was treated based on the results. Further details of patient impact was not provided. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-aug-2025. Investigation summary: bd received three samples for investigation. The 3 returned samples and 100 retention samples were visually inspected with no issues identified. In addition, the 3 returned samples along with 5 retained samples were functionally tested via titration for additive quantity and all returned samples and retains were within specification requirements. Factors that may contribute to erroneous results (low aptt) were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-aptt) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 1 of 3: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 patient sample exhibited lower aptt results than expected. The result was reported to the healthcare provider and patient was treated based on the results. Further details of patient impact was not provided. There was no other health impact or consequences reported.